Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The information provided indicated the consumer reported tampon unraveling is unsure if pieces remain inside. She reported she had cervical polyps and was not sure if it was related to tampon use.